Event description:
A hospital in (B)(6) reported, via a fisher & paykel healthcare ('fph') representative, as follows: "on (B)(6)2009, a (B)(6) old pt receiving therapy in a set-up involving the rt235 infant dual-heated evaqua breathing circuit, removed the 'duck valve' from the y-piece connector of the breathing circuit and placed it in his mouth. The pt desaturated from a target oxygen saturation level of 94% to 85%. However, the attending nurse was unable to confirm whether this was due to the resulting air leak in the system when the duck valve was removed or due to the pt placing the component in his mouth. Medical staff were alerted to the event initially by an alarm on the pulse oxymeter and disturbances in the pt's breathing as monitored via 'babyphone'. Subsequently, the ventilator's alarm was also triggered. The attending nurse expressed concern that the removal of the duck valve from the breathing circuit connector could also have resulted in a suffocation risk. Following retrieval of the valve from the back of the pt's throat, the said nurse subsequently placed a piece of tape over the component to prevent further removal by the pt. The hospital further advised fph that the pt had been receiving ventilatory support for 15 days at the time of the event. The pt is currently reported to be 'doing well.'

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare ('fph') is currently at the initial stages of an inquiry/analysis into the circumstances and possible root cause surrounding this incident. Our analysis is not yet complete. Immediately following notification of this incident, fph sought clarification of the pt's current status and further details of the incident via our representative in (B)(4). Unfortunately, we are informed that the complaint device has been discarded and is no longer available to be returned for examination. We will, therefore, base our analysis on the available information provided, including photographs supplied. As described above, fph has been advised that the pt is currently in a satisfactory condition and is doing well. To the best of our knowledge, this is the first and only reported event of such a nature involving the rt235 breathing circuit. We will submit a follow-up report upon completion of our analysis.